Manufacturer narrative:
Initial reporter failed phone: (B)(6).

Event description:
The customer reported that the back battery is depleted. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated.